Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.3. Hardware: iphone14.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod on the abdomen for 24 to 36 hours. It was reported that the pink slide did not move forward and the patient was uncertain whether the cannula was visible. This indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 258 pulses and completed an immediate bolus before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in the needle failing to deploy.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod on the abdomen for 24 to 36 hours. It was reported that the pink slide did not move forward and the patient was uncertain whether the cannula was visible. This indicates a failure of the needle mechanism to deploy as intended during activation.